Event description:
An endovascular stent embolized during an attempted stenting procedure to the pt's saphenous vein graft. The embolized stent was retrieved utilizing a snare wire. The target lesion site was treated with balloon angioplasty. There were no clinical sequelae reported relative to the event.